Manufacturer narrative:
It was reported that the mini implant failed to osseointegrate. No serious injury was reported to the patient and the patient is informed to be in satisfactory condition. The DHR was reviewed based on the lot number provided and no discrepancies were noted in any of the processes related to the manufacture of the implant. The device is yet to be available for investigation. A follow up report will be provided upon completion of the evaluation and the investigation. However, failure to osseointegrate is a well known inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
The dentist reported that the mini implant failed and did not integrate. An update was received on 01/24/2017: the patient received an implant on (B)(6) 2016 at tooth #27. The implant failed to osseointegrate and was extracted on (B)(6) 2017. The patient is stated to have to diabetes, colitis, emphysema, high blood pressure and type 1 bone quality. No abnormalities were observed with the implant itself and the patient is stated to be doing "satisfactory". No adverse events were reported and it was stated there was no serious injury to the patient.

Manufacturer narrative:
Correction: b1: based on the information provided this complaint meets the classification of a malfunction and not a serious injury that was reported on the initial submission. B7: the patient's medical history was added as it was not included on the initial submission. Section d d4: unique identifier (UDI) number added as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated and there were no nonconformities identified. Returned sample(s)/device inspected: the returned implant was visually inspected and verified to be an inclusive mini implant with o-ball 2.5 mmd x 13 mml implant. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.